Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the all key was unresponsive. The caller did not provide the blood glucose reading, but advised that the blood glucose reading was normal; no medical treatment was necessary. Nothing further reported.